Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A licensed practical nurse (lpn) at the user facility reported the venous connector of the combi set bloodline disengaged from the needle. The machine was stopped and the bloodline was reconnected and clamped. The patient was able to complete treatment on the same machine. The estimated blood loss (ebl) was approximately 150 cubic centimeters (cc). The patient¿s post treatment condition was fine. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The bloodline product was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.

Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.